Manufacturer narrative:
The electrodes were returned for evaluation, the customer report was observed during visual evaluation. It was attributed to the selt test jumper wire pulling through the foam tape when the packaging was opened (this is supposed to disconnect). This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This connection impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the connector on the electrode pads had come apart and the electrodes could not be connected. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.